Event description:
It was reported there is a noise from the ac power module. There was no patient involvement. Based on the information available and the testing conducted, the cause of the reported problem was due to failure of ac power supply module. The reported problem was confirmed. Based on the information available and results of additional analysis, defective part is replaced with ac power supply module. A review of the risk management file was performed and it was determined that this complaint is a reportable malfunction. Regulatory reports have been submitted per regulations. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The device was operational after replacement of ac power supply module. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.